Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up; the patient stated that she had not been feeling well as of recently and experienced dyspnea. Upon performing a capture test, the right atrial lead exhibited intermittent capture and intermittently there were deflections that had an atrial sensed event shortly after which appeared to be an escape beat. The patient has a bipolar atrial lead but its programmed to unipolar pacing configuration. The physician elected to continue to monitor the patient and possibly revise the lead when the pulse generator is needed to be changed out. For normal elective replacement indicator. The patient was reported to be in stable condition as of (B)(6) 2016.